Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger. Device evaluation of monitor has been completed. The reported problem (lcd display) has been confirmed. Upon investigation the monitor would not power on. The lcd display was intermittent due to a defective component causing the monitor to not power on. The root cause for the defective lcd could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up and a charger was unable to charge batteries.